Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. Prior to arrival of the fse, the customer cleaned the instrument tip clamp. The fse inspected all tip clamps, eject sleeves and plunger clamps to verify customer repairs. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.